Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. Customer returned (1) pusine6 bent and broken. Visual testing of instrument performed using microscope. No manufacturing defects or markings were noted on instrument. Customer indicated they were using the correct settings but does not indicate what setting was being used at time of breakage. Several factors may contribute to breakage of tips, such as number of uses, intensity, and pressure. All of these may affect the longevity of the tip. Based upon the information received and condition of the instrument returned, determination if fault was with the customer cannot be determined. Root cause unknown. Nothing unusual to report was found during DHR review. Trackwise query indicates no additional complaints have been received for this lot number.

Event description:
In this event it was reported that a proultra sine tip #6 broke during use; no injury resulted.